Event description:
As reported by the user facility: event # 1: reports bd syringes are filled with a radio-isotope and connected to a caresite valve. The radio-isotope leaked from the caresite valve as droplets of the radio-isotope were found on the patient's skin and gown, and on the nurses

Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for eval; however, the facility returned one unused caresite valve, in its original packaging indicating the reported lot number 0061342332. An unused 3 ml bd syringe was also returned. The returned caresite valve was subjected to a water pressure (leakage) test according to specification with acceptable results. The returned 3 ml bd syringe was then connected and disconnected from the caresite valve ten consecutive times. The caresite valve was then re-tested for leakage according to specification with acceptable results. No leakages were observed. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or nonconformities of this nature noted during in-process or final product inspection. Without the actual used sample, a thorough eval could not be performed at this time and no specific conclusions can be drawn. If additional pertinent info becomes available, a follow-up report will be filed.